Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 440 mg/dl at the time of incident. Customer was treated with insulin pump. The customer did not provide details on symptoms related to the high blood glucose levels. It was reported that their was bent tubing at the connect area. Troubleshooting was declined. The insulin pump will not be returned for analysis.